Event description:
Per the pulmonic valve replacement multi-discipline (B)(4) registry (premier) report, during the pulmonic implantation of a sapien valve in a pulmonary conduit (stented), the retroflex3 delivery system balloon ruptured with a circumferential tear and detachment of the distal portion. The detached piece was retrieved with a double snare. The sapien valve was deployed pre-stent causing severe pulmonary regurgitation (pr). A 2nd sapien valve was deployed resolving the pr. The stable patient was discharged to home the next day.

Manufacturer narrative:
Investigation of the event is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2013-19688.

Manufacturer narrative:
Correction - the sections (device model/lot numbers, device manufacturing and expiration dates) were updated after obtaining the device model/lot number through investigation. Balloon rupture and subsequent balloon separation are a known potential risk associated with transcatheter valve deployment. If the inflation balloon bursts during deployment the physician training manuals for the sapien and sapien pulmonic transcatheter heart valve with the rf3 transfemoral system recommends the operator not to use excessive force when removing the balloon, maintain the guidewire position, and to consider post dilation of the valve with a new balloon catheter. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst in a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture when the inflated delivery system balloon comes in contact with the calcification at full inflation/deployment. The same mechanism can be applied to a calcified conduit in the pulmonic position. In this case the exact root cause of the reported delivery system balloon burst and subsequent separation cannot be confirmed as the delivery system (or photo) was not returned to edwards for evaluation. It is possible that the event was due to an anatomical or surgical variation related to his medical condition. In addition, a balloon burst increases the possibility of balloon material interacting with an obstacle during retrieval (e.g. Patient¿s anatomy or sheath tip). A device history record (DHR) review performed revealed that the device met specifications prior to its distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.